Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported malfunction was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope produced an intermittently blurry image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.